Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 7300tfx27 edwards valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and four (4) months due to calcific degeneration with low mobility of the leaflets leading to severe stenosis and severe regurgitation. The patient presented with shortness of breath. A 29mm transcatheter valve was implanted successfully within the surgical edwards valve using the right femoral venous approach. As reported, the patient was noted as to be discharged at home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event cannot be conclusively determined; however, patient factors likely caused or contributed.